Event description:
Customer reported discordant hemoglobin (hba1c) results between instrument and a reference lab. There was no report of injury due to this event.

Manufacturer narrative:
Customer stated the unit worked fine for the next patient and wanted to know information about medication interference on hba1c result. Patient was on following medication: lithium carbonate, geodon, celexa, motrin. Additional information: these drugs have not been tested to determine if they interfere, and therefore it is unknown.

Manufacturer narrative:
Customer stated the unit worked fine for the next patient and wanted to know information about medication interference on hba1c result. This issue is under investigation. The cause for the discordant hemoglobin a1c results is unknown.